Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a superficial femoral artery (sfa) angioplasty procedure, pre-close placement of the suture was attempted using a perclose proglide device. Reportedly, during initial proglide device suture deployment through a 7-french sized access site, a needle-to-cuff miss was suspected to have occurred. The device was removed and the suture from a second proglide device was successfully deployed and set to the side. After conclusion of the sfa interventional procedure, the knot from the second proglide device was advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.